Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between smart device and transmitter. Patient's father reset the device, disabled the wifi, and reinstalled the app, which was unsuccessful. Patient's father attempted to pair another device to the transmitter which was unsuccessful. No additional patient or event information is available.